Event description:
It was reported that a homechoice automated pd set with cassette leaked. This occurred after treatment of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was under water pressure tested and no leak was observed at the reported location, the welded cassette. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.